Event description:
The customer reported that the system was producing images that looked like ultrasounds. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable and the battery were replaced. The system was tested and found to be working as intended and put back into service.